Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported an infection at the insertion site with symptoms of pus. The user reported the symptoms appearing on (B)(6) 2024, three weeks after the insertion. The hcp was not aware of the event and the user was advised to follow up with the hcp for further medical guidance. After multiple attempts to contact the user about the reported infection, the user was unresponsive. No further resolution was found necessary for this complaint.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user reported seeing pus at the insertion site three weeks after getting the sensor inserted.